Event description:
Asr revision; asr xl acetabular system - right hip; reason(s) for revision: component loosening, pain, alval. *update* confirmation that cup loosened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl acetabular system - right hip, reason(s) for revision: component loosening, pain, alval. Update form 57 received 21st october, 2013. Stem added. Additional surgeon and hospital added. Update: confirmation that cup loosened - email attached. Update received: 17th april 2014 - corrected product code for head from 999890163 to 999890151, filled mapped to mw fields, created final med-dev and added hospital area: (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl acetabular system - right hip. Reason(s) for revision: component loosening, pain, alval. Update form 57 received (B)(6) 2013. Stem added. Additional surgeon and hospital added. *update* confirmation that cup loosened - email attached. Update received: 17th april 2014 - corrected product code for head from (B)(4) to (B)(4), filled mapped to mw fields, created final med-dev and added hospital area: (B)(6). Correction added (B)(6) 2014, original information (B)(6)- common name added for femoral head. Update - marked as legal, added kid number, added all expiry dates. Taken from kennedys email dated (B)(6) 2015 kennedys ID: (B)(4).